Event description:
Consumer reported complaint for lo blood glucose test results. Husband is calling on behalf of the customer. The customer¿s expected blood glucose test result range was not provided. Caller stated customer had gotten the true focus meter a few years ago; caller stated that at customer's regular checkup her doctor recommended to start using the meter again. The customer was having symptoms related to diabetes at the time of the call; the exact symptoms were not disclosed. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Caller stated the test strips are expired but did not provide lot information. The meter memory was not reviewed for previous test result history. Caller declined to troubleshoot and stated they will contact their doctor to get a new prescription.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (undisclosed). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.